Event description:
It was reported the caller wanted to raise the intensity of stimulation and noticed a power on reset message the weekend prior to the report. A ¿call your doctor¿ icon was noted. Stimulation was unable to be adjusted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 335020001, implanted: (B)(6) 2012, product type: accessory. Product ID: 355018, lot# w60030, implanted: (B)(6) 2012, product type: accessory. Product ID: 3093-28, lot# va01aj8, implanted: (B)(6) 2012, product type: lead. (B)(4).